Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor memorygel breast implant 500cc gel breast prosthesis, catalog #3507500bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) white latino female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 500cc gel breast prosthesis developed capsular contracture (baker grade unknown) in her left breast. The patient reported that there is crease within the middle of the breast. In addition, the patient reported tightness in the left breast and that the implant looks very deformed and has moved a lot. Patient states that the implant is sliding towards the left underarm. The patient told a doctor that her left breast had an indentation across the implant, and the doctor explained that the tissue was too fragile to hold up the implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Correction: that implantation date was incorrectly reported as (B)(6) 1953 in the initial report submitted. The correct implantation date is (B)(6) 2010. Manufacturer's reference number: (B)(4).